Manufacturer narrative:
Eval summary: eval of the returned device found the device was in the pre-deployment state; however, blood was present in the device indicating insertion into the pt's anatomy. The posterior needle tip had been ejected and approx 5 mm of the non-rail and rail suture was loose. Both cuffs remained in the foot pockets with the tabs intact. During testing, the complete suture was pulled from the device and was intact. The reported experience of a suture break could not be confirmed. During testing, the plunger was deployed through step #2 (opening of the foot) and the needle anterior cuff was captured. The plunger trajectory and depth were within specs. The instruction for use states that the plunger is depressed after the foot is opened and positioned against the arterial wall. Based on the investigative findings, the condition of the returned device indicated that step #2 was inadvertently activated causing the push mandrel to eject the posterior needle tip. Therefore, the root cause for the premature needle ejection is due to incorrect technique/procedure during preparation. There was no mfg or quality inspection issue detected. A review of the history record for this device did not produce any findings relevant to this report.

Event description:
Device malfunction: premature needle ejection. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was initially reported that a suture break occurred during preparation of the proglide device. The effect or method used to achieve hemostasis was not reported. Many attempts to obtain specific info were unsuccessful. Upon analysis of the returned device, it was found the device had been inserted into the pt's anatomy and blood was present. The posterior needle tip had been ejected and the suture was loose. Both cuffs remained in the foot pockets with the tabs intact. The reported suture break could not be confirmed. The analysis finding would result in a failure to achieve hemostasis.